Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt does not communicate with a monitor. Upon investigation the electrode belt failed an ECG fall-off test. The ECG c&d cable was pulled from the strain relief, damaging wires in the cable. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) ECG's were non-functional.